Event description:
It was reported that the external pulse generator (epg) had a broken ventricular connector. The epg was returned into service. It was further reported that the epg subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the external pulse generator (epg) had a broken ventricular connector. The ventricle connector was cracked and found inside the epg. It was also reported the epg stopped working during testing due to a defective main board. The battery cover and several other parts from the back of the epg were missing. The epg was not repaired as it was no longer serviceable. The epg was decommissioned. If information is provided in the future, a supplemental report will be issued.